Manufacturer narrative:
.

Event description:
It was reported that the patient experienced shocking sensations in her pelvic area about every 5 minutes while walking in a mall. She decreased her stimulation down to 0.0 and turned it off, but she still experienced the shocks. The following day the shocking sensations were less frequent and were felt while standing up versus sitting down. She was traveling. Further information is being requested from the hcp.